Event description:
Allied healthcare products, inc rec'd phone call from rptr emergency medical division. The phone call was taken by allied's customer svc rep. Rptr indicated that rptr was reporting an event that had occurred on 12/26/99. Rptr stated that "on 12/26/1999 at 06441 hrs, responded to an aided case at the user facility where the victim was having labored breathing. Hcp placed a non-rebreather oxygen mask on here to deliver high flow oxygen. The victim was starting to go unconscious at this point. Hcp then noticed pt suck the one-way valve from inside the mask, into their throat. Hcp immediately determined pt was not breathing, and after using airway obstruction techniques removed same with a finger sweep. Victim regained some breathing then went into cardiac arrest. Hcp and a fellow officer performed CPR, knowing the ambulance was enroute. The regained a pulse, but had to continue rescue breathing. The victim was then turned over to the ambulance for transport to user facility.